Event description:
A distributor reported an issue involving a pump that turned on when connected to a computer but was missing a screw from the usb port. There was no specific information provided regarding the impact on the customer's blood glucose level. The device is being returned, and a replacement pump with a different serial number was issued.